Event description:
Four pt samples with discrepant results for multiple tests. Pt 1, initial albumin gave 8.7 g/dl; repeat gave 4.2 g/dl. Pt 2, initial creatinine gave 2.6 mg/dl; repeat gave 0.6 mg/dl. Pt 3, initial ast gave - 1 u/l; repeat gave 19 u/l. Pt 4, initial calcium gave 24.2 mg/dl; repeat gave 8.7 mg/dl. No adverse events reported in association with the results. The field service rep determined the cause of the discrepancy to be due to a leak at probe 1 on arm 2, and repaired leak. Additionally, noted he replaced measuring cell segments due to contamination. Performance tests were performed and within specification.